Event description:
User received erroneous calcium results for 15 patient samples. All repeat testing was performed in late 2008. Sample 1 initial result was 8.1 mg/dl, repeat result was 9.4 mg/dl. Sample 2 initial result was 8.0 mg/dl, repeat result was 9.2 mg/dl. Sample 3 initial result was 7.8 mg/dl, repeat result was 9.0 mg/dl. Sample 4 initial result was 8.3 mg/dl, repeat result was 9.7 mg/dl. Sample 5 initial result was 8.0 mg/dl, repeat result was 9.2 mg/dl. Sample 6 initial result was 8.4 mg/dl, repeat result was 10.0 mg/dl. On four days prior, sample 7 initial result was 7.8 mg/dl, repeat result was 9.1 mg/dl. Sample 8 initial result was 8.2 mg/dl, repeat result was 9.6 mg/dl. Sample 9 initial result was 7.7 mg/dl, repeat result was 9.3 mg/dl. Sample 10 initial result was 7.8 mg/dl, repeat result was 9.4 mg/dl. Sample 11 initial result was 8.2 mg/dl, repeat result was 9.5 mg/dl. Sample 12 initial result was 8.5 mg/dl, repeat result was 9.5 mg/dl. Sample 13 initial result was 8.4 mg/dl, repeat result was 9.9 mg/dl. Sample 14 initial result was 7.5 mg/dl, repeat result was 8.9 mg/dl. Sample 15 initial result was 7.9 mg/dl, repeat result was 9.1 mg/dl.

Manufacturer narrative:
Erroneous results were reported. It is unknown if patients were adversely affected. The field service representative found no problems with the analyzer. He cleaned and checked the pipettor mechanism, replaced the sample probe, cleaned the di water bottle and decontaminated the analyzer. He also checked all tubing and connections. Performance tests were performed which were within specification.